Event description:
A suture broke approx 10 days following a ventral hernia repair. The implanted mesh (dual mesh) reportedly peeled back from its implant site. Pt was returned to surgery for repair. Currently the pt is reported as well.

Manufacturer narrative:
Date sent to the FDA: 06/12/2006 d10-additional informaton h6-result code 708: representative samples of the returned product were tested for knot pulled tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. H6-conclusion code 74: no failure detected and the product exceeds tensile strength requirements.